Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was returned for a power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was on vacation and keeps getting the power error detected. Customer was explained that the internal power source in the pump was unable to charge. The pump was operating on the aa battery only. Customer was advised to disconnect from the pump and go back onto manual injections. Customer has already changed the battery and 2 hours later, the error appeared again. Customer was advised that the pump will be replaced.